Manufacturer narrative:
Results of investigation: failure investigation completed. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. Bench testing confirmed the duration of the returned battery is not consistently holding past 40 minutes. Corrective actions have taken place at the supplier facility. This complaint file will be included in on-going complaint trending analysis and may be reopened if additional information becomes available. All information in the complaint file has been assessed for reportability pre and post investigation. The complaint can be closed to tracking and trending. This complaint is being closed to procedure (B)(4). Complaint was evaluated for reportability at complaint ownership and again at complaint closure.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the internal battery to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the battery operating time was short. The battery would only last 13 minutes. The unit was not on a patent at the time of the event.